Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (10 mg/ml at 5.340 mg/day), clonidine (150 mcg/ml at 80.10 mcg/day), and bupivacaine (10 mg/ml at 5.340 mg/day) via an implanted pump. The indication for pump use was non-malignant pain, chronic low back pain, and failed back surgery syndrome. The patient reported that the pump was last filled on (B)(6) 2016. On (B)(6) 2016 the patient had an MRI under anesthesia. The patient¿s son said that two people from the pain team at the university checked the pump at the MRI facility. The patient left the MRI appointment and everything seemed to be okay. Per the patient, on (B)(6) 2016, ¿everything went to hell in a hand basket¿. The ¿pump blew up in his body and leaked three highly toxic drugs into his body¿/it ¿came apart and exploded in my stomach¿. It ¿felt like he had a forest fire over the pump¿. The ¿pump was hot to the touch¿ and started to alarm. The pump was checked and was found to be stalled and could not be restarted. Per the patient, ¿this caused the catheter tubing to move and it cracked in two pieces and it rolled up and allowed the medications to dump into the his body¿. On (B)(6) 2016, the patient was taken to surgery to have the pump and catheter replaced; ¿he was cut everywhere to put all the new equipment in him¿. Per the patient, ¿nothing was hooking up in surgery¿; he was not sure that the pump was installed correctly during his last surgery. The pump still had 13 months of battery life left on it at the time of surgery. Additional information was received from a healthcare professional via a company representative and it was reported that the patient presented to the clinic on the morning of (B)(6) 2016 with severe pain and nausea. Pump telemetry indicated a motor stall on (B)(6) 2016 at 15:01; no recovery was documented in the logs. The patient heard the pump alarming on (B)(6) 2016. A catheter dye study was attempted, but they were unable to aspirate the catheter. The patient was admitted and supported on intravenous medication until surgery later in the evening on (B)(6) 2016. The pocket was opened and a side port aspiration was attempted with no results. A new catheter was put in and the pump was replaced with no issues. The dosage of the drug was decreased following implant due to uncertain dosage prior to revision.